Manufacturer narrative:
Date sent to the FDA: 10/18/2021. Additional b5 narrative: it was reported that the patient experienced recurrent ventral incisional hernia following surgery. Corrected b5 narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted.

Manufacturer narrative:
Date sent to the FDA: 10/29/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted there were mild adhesions of omentum to the old mesh and part of the mesh incarcerated in the hernia. It was reported that the patient experienced severe pain. No additional information was provided.